Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that pump battery was not holding a charge. Additionally, it was reported that an occlusion alarm occurred. The customer declined assistance from tandem customer technical support regarding the issue. There was no reported adverse effect to the customer's blood glucose level.